Manufacturer narrative:
Concomitant medical products: product ID: neu unknown, product type: catheter . Other relevant device(s) are: product ID: neu unknown, serial/lot #: unknown, ubd: unknown, UDI#: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding an unspecified patient w ho was receiving an unspecified drug of an unspecified concentration at an unspecified dose rate via an implantable pump. It was reported that the healthcare provider was in the middle of doing a catheter access port (cap) dye study and was having much difficulty aspirating little fluid from the cap. Regarding the volume of the cap tubing, the volume of concern is the cap volume (0.06ml - 0.14ml) and a total catheter volume (tcv) of 0.222ml or 0.362ml was being considered. It was further reviewed that procedural recommendations are to aspirate 1 to 2 ml. The company representative indicated they had no history as to why the healthcare provider was doing a cap dye study at this time and was in the middle of the case to get that history. Additional information was received from a healthcare provider via a company representative on 2021-jan-27. Regarding the patient¿s identifying information and device model and serial number associated with the event, it was noted that the healthcare provider was unwilling to provide the information. It was further noted that the physician had used their own clinician programmer and the company representative did not have access to that information. Regarding the reason for the dye study, it was noted that according to the physician the patient was having issues that should have been addressed by the medication and they wanted to ensure the patient was receiving the medications. The patient was experiencing increased pain and discomfort. It was noted that the healthcare provider was unwilling to provide the date as to when the patient first started to experience the issue. Further troubleshooting performed was indicated as being not applicable; the physician had continued to aspirate via the cap. The healthcare provider was also unwilling so provide the cause of the issue / difficulty with aspirating via the cap. The physician had been able get enough cerebrospinal fluid back and was comfortable with proceeding with the dye study. The pump device was still being used by the patient. The patient¿s weight and medical history were unknown, not provided.